Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-12153, 2017865-2025-12155. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead experienced episodes of over-sensing noise which resulted in the delivery of inappropriate shocks, and the right atrial (ra) lead exhibited episodes of noise. The ra and rv leads were capped and replaced on (B)(6) 2025. The ICD was explanted and replaced. The patient was in stable condition.